Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer general issues regarding the pump. Reportedly, the pump intermittently alarmed for unknown reasons, and intermittent occlusion alarms occurred. Customer had elevated blood glucose levels and chest pains. Customer addressed elevated blood glucose levels and chest pains with insulin syringes.